Manufacturer narrative:
One catheter with attached monoject 1.5cc limited volume syringe and 3 three-way stop cocks was returned for evaluation. A non-edwards contamination shield was attached to the catheter body between 87 cm and 100 cm proximal to the catheter tip. A non-edwards introducer was returned with the unit. No packaging was returned. No visible damage to the balloon, catheter body, or returned syringe was observed. No error message was found on the vigilance ii monitor. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes without error. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Resistance value of the thermal filament circuit measured within specification. Both the thermistor and thermal filament connectors were opened no visible inconsistencies were found. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. The catheter was found to have an interlumen leakage in the catheter body around 102.5 cm proximal from the catheter tip between the proximal infusion and optical fiber lumens. Leakage was observed from the optical module connector hole when air was injected into proximal infusion lumen. Both distal and proximal injectate lumens were patent without leakage or occlusion. Balloon inflation test was performed using returned syringe with 1.5cc air by holding the balloon under water. Visual examination was performed under microscope at magnification 20x and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of ¿no cco measurement¿ was not confirmed, however; the catheter was found to have an interlumen leakage in the catheter body. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that "no cco measurement during use. Vig2 monitor was restarted and the problem was solved." The customer requested for product evaluation on the catheter because the vig2 monitor had been inspected a few times in the past, but there were no problems observed with the monitor. No patient injury was reported.